Event description:
Same patient as MDR 6000093-2005-00418. 459 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr). The index procedure treated one target lesion. Target lesion 1 was a 3.0mm vessel diameter, 85% stenosed region of the proximal left anterior descending artery (lad). The lesion was 20.0 mm in length. The physician direct stented the lesion with one taxus express2 8.8% 3.00x24mm drug eluting stent without complication. Residual stenosis was 0%. The patient was discharged from the hospital 1 day post index procedure receiving asa, plavix, and lipitor. The site reported that the patient underwent a tvr coronary artery bypass graft (CABG) of the 1st diagonal artery to alleviate focal in-stent restenosis. No taxus stents are implanted in this vessel, however, in the opinion of the physician there was a probable relationship between the taxus stent and the CABG. Requests for clarification of the event have been made without success. The patient was discharged from the hospital 9 days post tvr in satisfactory/good condition.